Event description:
The hcp reported the patient came in for a routine refill and nothing out of the ordinary occurred. Slight negative pressure was encountered when the needle was put into the reservoir, but 2.3-2.5 mls were removed - the expected volume was 2.2 mls. The pump was only refilled with 18 mls. The patient was currently getting 30 mg/ml of dilaudid and the dose was increased from 5.1 mg/day to 5.4 mg/day. The patient had been on much higher doses before. The hcp questioned the possibility of a pocket fill. About 3 hours following the refill, the patient reportedly feeling sleepy, lethargic, nauseous and had slurred speech. The patient was instructed to go to the emergency room (ER) if he continued to feel this way. The patient did go to the ER where lab and cardiac workups were done (specifics not reported). The patient did not require narcan. The pump was interrogated and the pump rate was decreased to the previous rate. The pump was eventually removed because the patient had an episode of withdrawal (no symptoms reported) and the pump reservoir volumes didn't match the expected volumes (details not reported). At explant, the residual volume in the pump was 0 mls and the expected was 5 mls. Also at explant, the pump looked to have a lot of scratches on the face and a lot of marks on the fill port for a pump that was only a few months old and had maybe 3 sticks related to the original implant and only one subsequent refill. It was unclear if the patient had accessed the pump.